Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor plasma (aggregates) was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor plasma/aggregates were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (fibrin/fibrin mass/clots) because the defect was not evident in the testing of the complaint lot samples. Evaluation of both retain and control samples tested was acceptable. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: according to the teacher¿s feedback, after centrifugation of the sample recently, it was found that there were aggregates in the plasma. The situation has been serious recently, and it has many shapes, large and small, which exist in almost every ppt tube, which seriously affects the suction of the machine probe and the machine frequently alarm , and opened a new box of ppt tube to use, and found that the problem still exists.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® ppt¿ plasma preparation tube k2e experienced poor barrier separation of sample. The following information was provided by the initial reporter. The customer stated: according to the teacher¿s feedback, after centrifugation of the sample recently, it was found that there were aggregates in the plasma. The situation has been serious recently, and it has many shapes, large and small, which exist in almost every ppt tube, which seriously affects the suction of the machine probe and the machine frequently alarm , and opened a new box of ppt tube to use, and found that the problem still exists.